Event description:
It was reported that a physician attempted arteriotomy closure of the right and left common femoral arteries using proglide devices after an interventional procedure. Reportedly, the suture did not catch with the proglide device in groin 1. Hemostasis was achieved using another proglide device. In groin 2 it was indicated that the foot plate would not close and the device could not be removed from the patient's groin. The lever was reactivated; however, the device continued to be stuck in the patient's groin. The physician indicated the device was pulled out and manual arterial compression was held to achieve hemostasis. Once the device was removed the feet were noted not to be open. There were no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that both cuffs captured the needles and the rail suture end was attached to the returned plunger assembly and was cut. This is indicative of successful needle deployment and suture retrieval as intended. However, because the suture was not returned, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. Possible contributing factors for difficult device removal due to failure to retract the foot include, but are not limited to manufacturing, challenging anatomical conditions, and incorrect deployment technique. During testing, the foot was successfully deployed then completely retracted by opening and closing the lever as intended. There were no abnormal observations. During manufacturing the foot is deployed and retracted to test the needle trajectory of every device. Tissue caught under the foot could prevent the foot from being fully retracted into the guide and result in difficult device removal, as reported. However, this could not be confirmed as no challenging anatomical conditions were reported. There was no definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique, which could have contributed to difficult device removal. Based on the investigation findings, the reported difficult device removal due to failure to retract the foot could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database did not revealed any similar incidents for this lot. There does not appear to be any indication of a lot specific product quality deficiency.